Event description:
It was reported that the patient was revised due to the femoral head dislocating. The head disassociated from the ball.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving an adm liner and a ceramic head ((B)(4)) was reported. The event was not confirmed. A visual inspection was performed as part of the material analysis report. Abrasion damages were observed around the distal rim of the insert and deformations were observed throughout the proximal articulating surface of the insert. These damages likely occurred from the contact with the cup and stem components after dislocation. The device was dimensionally within specification. A material analysis report was performed and the report concluded that: the abrasion and deformation damages on the insert likely occurred from contact with the acetabular cup and stem after dislocation. No material or manufacturing defects were observed during this examination. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that the patient was revised due to the femoral head dislocating. The head disassociated from the ball.